Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test(s) was conducted". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rashes/rash/skin condition"), the first episode of vaginal disorder ("vaginosis"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed"), nervous system disorder ("neuro condition /problems"), memory impairment ("forgetfulness"), the second episode of vaginal disorder ("vaginosis") and anorgasmia ("loss of ability to climax") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, abdominal pain, dyspareunia, dermatitis allergic, migraine, fatigue, alopecia, anxiety and depression had not resolved and the nervous system disorder, memory impairment, the last episode of vaginal disorder, anorgasmia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anorgasmia, anxiety, depression, dermatitis allergic, dyspareunia, fatigue, memory impairment, migraine, nervous system disorder, pelvic pain, weight decreased, weight increased, the first episode of vaginal disorder and the second episode of vaginal disorder to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for symptoms. She undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received- model number was updated. New events neuro condition/problems, weight gain, weight loss, forgetfulness, vaginosis, loss of ability to climax and no essure confirmation test(s) was conducted were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), rash ("rashesh"), weight fluctuation ("weight fluctuations"), vaginal disorder ("vaginosis"), migraine ("migraines"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxious") and depression ("depressed"). The patient had a surgery with removal of the essure devices in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, abdominal pain, dyspareunia, rash, weight fluctuation, vaginal disorder, migraine, fatigue, alopecia, anxiety and depression had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, depression, dyspareunia, fatigue, migraine, pelvic pain, rash, vaginal disorder and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. She undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.